Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218500. Model:sc-2218-50. Serial:(B)(6). Batch:7122212.

Event description:
It was reported that the spinal cord stimulator (scs) does not provide good coverage for the patients low back pain. The spinal cord stimulation (scs) lead migrated as confirmed via x-ray. The patient underwent a revision procedure wherein the leads were pushed back up to their original level and remains in use. The patient was doing well postoperatively.